Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E8 errors were found in the history list. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the pump and destroyed the functionality of the buttons and the pump electronics. The up button is permanently active due to an external mechanical damage.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the infusion device displayed an e8 power interrupt error and the buttons do not function. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment to address the issue.